Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the patient had the left hip replaced in approximately (B)(6) 2010 with an accolade femoral stem and a 44mm cocr lfit head. The patient is currently asymptomatic but radiographically shows potential early trunnionosis